Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely as it decreased from 7% to the elective replacement indicator (eri) message in about four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was increasing over time and a device replacement recommendation was suggested. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported, that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. As it decreased from 7% to the elective replacement indicator (eri) message in about four months. A request was made to have data from this device analyzed. Data analysis confirmed, the battery power consumption was increasing over time. And a device replacement recommendation was suggested. The device remains in service. No adverse patient effects were reported.